Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi69953 was released in a single batch. Batch1: released on november 15, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper universal poly driver was received showing the distal tip was broken and the broken piece is not returned. No other issues were identified with the returned components of the device. Dimensional inspection: the outer diameter of the shaft was measured to be within the specification per drawing. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Mis: si quick connect poly screwdriver, assembly. Mis: si quick connect poly screwdriver, t20 driver shaft. Investigation conclusion: the complaint condition was confirmed for the viper universal poly driver as the device received was broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during the cleaning procedure that it was noticed that the tip of the screwdriver was stripped. There was no surgerical or patient impact. This report is for one (1) viper system polyaxial screw driver t20. This is report 1 of 1 for (B)(4).